Manufacturer narrative:
We have now concluded our investigation for the complaint received. No DHR/batch record review was possible as no lot numbers have been made available and no complaint sample has been submitted for assessment. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. We are unable to carry out a specific investigation at this time since we do not have the sample or product details. It can be confirmed that at the point of release, all products are inspected and pass the inspection and batch production records are reviewed and confirmed without adverse issues. Therefore, it can be confirmed that product inspection meets the requirements. If any further information becomes available, we may make further investigation. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that a patient has had a reaction to the primapore dressing. It has burnt her arm leaving a bright red 'bubblewrap' like marking.